Event description:
Healthcare professional reported "rupture, and capsular contracture baker grade iii-IV". Additional events of "an old hematoma of about 15 ml was found in a state of lysis¿, "fibrinoid necrosis" and "a chronic nonspecific granulomatous inflammatory process of the ¿foreign body type¿, and ¿presence of optically empty spaces and single multinucleated 'foreign body' type cells¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture, necrosis and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii/IV, granuloma, necrosis.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. - rupture: observed an opening assessed as an unidentified (tear) opening. - necrosis: unable to observe as it is not related to the manufacturing process. - hematoma: unable to observe as it is not related to the manufacturing process. - granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture, and capsular contracture baker grade iii-IV". Additional events of "an old hematoma of about 15 ml was found in a state of lysis¿, "fibrinoid necrosis" and "a chronic nonspecific granulomatous inflammatory process of the ¿foreign body type¿, and ¿presence of optically empty spaces and single multinucleated 'foreign body' type cells¿. This record is for the right side. Device was explanted.